Event description:
On 23/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) with abdominal pain and cloudy peritoneal effluent fluid on (B)(6) 2023. A peritoneal effluent fluid culture and cell count (wbc = 615 g/dl, polymorphs = 92%) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). However, the peritoneal effluent cultures returned positive for pasteurella multocida on (B)(6) 2023, and the patient¿s ip vancomycin and ceftazidime were discontinued. The patient was transitioned to daily ip augmentin (dosage, duration not provided). The pdrn attributed causality to the patient¿s multiple cats being present and ¿petted¿ before/during/after ccpd therapy without proper hand hygiene. The patient has been reeducated; however, she continues to interact with the cats despite the warnings. The patient was discharged home on (B)(6) 2023 in stable condition and continues to utilize the same liberty select cycler as before the events. The patient is performing a mid-day exchange to administer the antibiotics. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) with abdominal pain and cloudy peritoneal effluent fluid on (B)(6) 2023. A peritoneal effluent fluid culture and cell count (wbc = 615 g/dl, polymorphs = 92%) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). However, the peritoneal effluent cultures returned positive for pasteurella multocida on (B)(6) 2023, and the patient¿s ip vancomycin and ceftazidime were discontinued. The patient was transitioned to daily ip augmentin (dosage, duration not provided). The pdrn attributed causality to the patient¿s multiple cats being present and ¿petted¿ before/during/after ccpd therapy without proper hand hygiene. The patient has been reeducated; however, she continues to interact with the cats despite the warnings. The patient was discharged home on (B)(6) 2023 in stable condition and continues to utilize the same liberty select cycler as before the events. The patient is performing a mid-day exchange to administer the antibiotics. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and ip antibiotic therapy. Causality was attributed to a touch contamination event (poor hand hygiene) prior to initiation/termination after interacting with her dog/cat. Per the pdrn, the serious adverse events were not related to the patient¿s utilization of any fresenius device(s) and/or product(s). Pasteurella bacteria are known inhabitants of the upper respiratory tract in canines/felines and can be transmitted to humans through direct and indirect contact. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.